Manufacturer narrative:
On (B)(6) 2019, the device was returned to mentor for analysis. On (B)(6) 2019, mentor became aware that the patient age was reported incorrectly in the initial report. This field has been updated. On (B)(6) 2019, the device evaluation was completed. Device evaluation summary: the device was returned to mentor without fluid inside. Yellow material was observed within the device and no foreign material was observed on the shell surface. During evaluation the device a crease and shell abrasion were observed on the anterior aspect, also some creases were found on the posterior aspect. Leak testing was performed according with mentor procedures and it revealed a rent on the anterior aspect within crease and shell abrasion, measuring approximately 0.1 cm. No other anomalies were observed. Deflation complaint was confirmed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rent within a crease was found on the device. These findings are consistent with a crease/fold failure, which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket and folding or wrinkling of the shell in the breast pocket. There is no evidence that the issue is related with manufacturing. A manufacturing record evaluation (mre) was performed for the finished device number 1010654, and no non-conformance's related to the reported complaint condition were identified. At this time is not possible to determine the origin of the yellow material observed on the device. Breast implants are not considered lifetime devices, and deflation is a known complication associated with these devices as referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed for the finished device number 1010654, and no non-conformances related to the reported complaint condition were identified. Concomitant products: mentor smooth round moderate profile 275cc saline prosthesis, catalog #3501640, serial (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent breast augmentation with a mentor smooth round moderate profile 275cc saline prosthesis and experienced left sided deflation post procedure. The deflation was diagnosed by a physician. As a result, the device was explanted on (B)(6) 2019.